Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a rewind anomaly on the insulin pump. There were no motor error alarms in the alarm history. Customer's blood glucose was normal and did not require medical treatment.